Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (12/10/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading in "millimoles per liter (mmol/l)." The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the recorded call on (B)(6) 2011, since the mss was unable to reach the patient by phone. Based on the recorded call, the patient's daughter, the reporter, stated that the patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. The reporter mentioned that the subject meter was purchased from (B)(4) earlier this year for the patient, and ever since it was purchased, the patient was unaware that it was reading in a different unit of measurement. The patient resides both in (B)(4) and in (B)(4). Sometime in (B)(6) 2011, while in (B)(4), the reporter claimed that the patient was hospitalized because the patient started to develop symptoms of being "tired and of having slurred speech" and shortly after, the patient had "slipped into a diabetic coma" due to "being unaware that she was getting very high readings" with the subject meter. During the hospitalization, the patient had also "undergone surgery due to an infection which caused the blood sugar readings to go up." While at the ER, the reporter stated that the patient was checked with the hospital's meter and obtained a reading "over 500mg/dl" and was administered with insulin (unknown type and dosage). During troubleshooting, the cca explained to the reporter that the meter's unit of measurement is set for that specific country and could not be changed. The cca also noted that the patient was using expired strips and advised the reporter to obtain current ones. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.